Manufacturer narrative:
Additional information added to b5. B1, b2, f10, and h6 updated.

Event description:
It was reported that this pacemaker exhibited atrial undersensing in the post-ventricular atrial refractory period (pvarp). The undersensing resulted in an inappropriate atrial tachy response (atr) episode and atrial pacing was provided when not required. Technical services (ts) recommended shortening pvarp, atr reprogramming options, and decreasing blanking. Ts also recommended checking the patient for retrograde. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient didn't exhibit retrograde. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial undersensing in the post-ventricular atrial refractory period (pvarp). The undersensing resulted in an inappropriate atrial tachy response (atr) episode and atrial pacing was provided when not required. Technical services (ts) recommended shortening pvarp, atr reprogramming options, and decreasing blanking. Ts also recommended checking the patient for retrograde. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited atrial undersensing in the post-ventricular atrial refractory period (pvarp). The undersensing resulted in an inappropriate atrial tachy response (atr) episode and atrial pacing was provided when not required. Technical services (ts) recommended shortening pvarp, atr reprogramming options, and decreasing blanking. Ts also recommended checking the patient for retrograde. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient didn't exhibit retrograde.